Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The totally occluded, 2.5x20mm target lesion contained a degree bend of >=90 and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x20mm promus element drug eluting stent was advanced to treat the lesion. Subsequently, the stent delivery system's shaft broke. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelfbox. The batch number on the packaging and device matched the batch number for this complaint. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 48.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The totally occluded, 2.5x20mm target lesion contained a degree bend of >=90 and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x20mm promus element drug eluting stent was advanced to treat the lesion. Subsequently, the stent delivery system's shaft broke. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).